Manufacturer narrative:
In the case description, the user mentioned receiving a 29 u bolus uncommanded after the controller resumed insulin on its own. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found that insulin delivery was suspended at 15:37 on the date of occurrence. The correct interaction was shown and the proper flow was followed to suspend insulin delivery. The logs then show the correct interaction to resume insulin delivery at 15:40 on the date of occurrence. No evidence of the controller resuming insulin delivery on its own was observed. Inspection of the logs show evidence of a bolus being programmed between 15:51 and 15:52 on the date of occurrence before the user backed out of the bolus calculator. The logs show that the button to go to the manual bg entry screen was selected and a bg reading of 9 mg/dl was entered which resulted in the bolus calculator being disabled for ten minutes which is expected behavior of the system. Since the logs show the total bolus amount being adjusted after this, these adjustments would have to be made manually. The bolus calculator is re-entered at 15:54 on the date of occurrence and the bolus calculator is still disabled as expected. The logs show the total bolus amount being adjusted though no carbs or bgs can be entered, indicating manual adjustment of the total amount. The logs then show correct interaction to move to the confirm bolus screen and then to start delivery of the bolus. The bolus record shows that a 29 u bolus was confirmed and that the bolus was user adjusted to 29 u from 0 u.

Event description:
Customer reports that he was going for a walk and changed the mode on the controller to manual to stop the insulin delivery. Customer states that after 5 minutes the controller by itself resumed the insulin and gave the customer 29 units of insulin. The customers blood glucose (bg) levels went very low and he stated that it took almost 8 hours after that situation to get the bg levels back to normal. No injuries or medical intervention were mentioned during the call. The device logs were reviewed by insulet and confirm user interaction and entry of data including changing the bolus dose from 0 units to 29 units, and subsequently confirmation and initiation of the bolus by the user. Investigation of the logs did not show evidence of a device malfunction. The physical device was not returned for evaluation, and the customer expressed not wanting a replacement controller.